Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
When the guidewire (gw) became stuck in the gw lumen of the catheter, the physician continually pulled the gw causing the distal tip of the gw to stretch. The patient is a male. The vessel had mild calcification, moderate tortuousity and 75% stenosis. The physician made access in the left femoral artery. After successfully treating lesion located in the right superficial femoral artery, the physician accessed the right common femoral artery. After successfully pre-dilating the right common iliac artery, the physician exchanged guidewires in an attempt to place a stent. However, the guidewire (gw) would not cross the bifurcation. While trying to manipulate the wire, it kinked and became stuck in the balloon catheter. When attempting to remove the wire the tip stretched. Therefore, the wire was removed from the patient and another guidewire was inserted and the procedure was successfully completed. There was no reported injury to the patient.